Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
It was reported that the tubing silicone segment ballooned while infusing a vasopressor to a patient in the micu and causing the fluid not to infuse. There was no harm.